Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-released specifications.

Event description:
On (B)(6) 2013, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The pt had noted tortuosity in the iliac arteries. It was reported while the physician was advancing the pxc141400/10684593 he felt resistance. He stopped advancing and viewed under fluoroscopy; the distal olive (where the copper turns on white on the catheter) had become broke off from the delivery catheter, the endoprosthesis was free floating on the catheter. The physician attempted to withdraw the device thru an 11 fr sheath (brand unk) and the device became removed off the delivery catheter and deployed in the external iliac artery. No major vessels were covered; the physician left the deployed endoprosthesis in the external iliac artery. The physician then snared the distal olive tip and removed the remaining portion of the broken off catheter from the pt. A new pxc device was used and the procedure concluded with no further event. The pt tolerated the procedure.